Manufacturer narrative:
The device was received for evaluation. During functional testing, does not recognize the opened door was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing upper auxiliary. The upper auxilary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not detect opened door during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.